Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a stroke and could not rule out the deep brain stimulation (dbs) system. It was revealed in a CT scan a few weeks ago.